Manufacturer narrative:
The pod was received fully deployed. A leak was found during fluid path testing. The exposed portion of the soft cannula was observed to be torn. The start of the external tear from the nailhead measured approximately 0.746 inches and the end of the external tear from the nailhead measured approximately 0.787 inches. The timing and cause of this damage is unknown. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. It could not be determined if the observed cannula damage contributed to the reported failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone16.1. Cgm sensor type: g7.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 450 mg/dl at the time of the event. The pod was worn between 4 and 24 hours on their arm.